Event description:
It was reported a nurse observed that the pt's bladder was full, but the bag was empty so she had to move the drain and the urine started to flow. It was also stated, "the procedure is made always by the service nurse who has long time experience with these products." Note: this reported issue occurred on twelve (12) separate cases.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however, there was no report of harm to the pt. Additional info was requested on (B)(4) 2014, however, no additional info regarding this incident could be obtained from the reporter. Please note: references-issue occurred on twelve (12) separate cases. A separate 3500a form has been completed for the other (11) cases under pt identifier#(s): (B)(6). MFR report# (s): 3007966929-2014-00028, 3007966929-2014-00029, 3007966929-2014-00030, 3007966929-2014-00031, 3007966929-2014-00032, 3007966929-2014-00033, 3007966929-2014-00034, 3007966929-2014-00035, 3007966929-2014-00036, 3007966929-2014-00038, 3007966929-2014-00039 respectively. (Report 10 of 12). No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.